Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using implants that were too short, possibly exacerbated by the patient's dysmorphic pelvic anatomy. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 2nd (second): ifuse-3d implant, p/n 7040m-90, lot# 2651081, mfd. 08/10/18, exp. 2023-08-10, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7040m-90, lot# 2654271, mfd. 09/19/18, exp. 2023-09-19, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient later reported a recurrence of si joint pain symptoms. The surgeon determined that the middle and caudal positioned implants were too short and not fully across the si joint. The surgeon did not indicate that any of the implants were loose. In (B)(6) 2019, the surgeon removed the middle and caudal positioned implants with chisels and replaced them with longer implants of the same type in more anterior positions. No other preexisting implants were adjusted or removed. The patient's pain symptoms resolved following the revision procedure.